Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the vista 500 instrument. After analyzing the instrument and instrument data, the fse determined that the cause of the discordant results was probe alignment. The fse performed maintenance and primed, cleaned and aligned the probe. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant vancomycin result was obtained on the vista 500 instrument. The discordant result was not reported to the physician. The sample was re-tested on the same instrument and on a dimension xpand instrument and the corrected vancomycin result was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant vancomycin result.